Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can presumed it was due to board failure. Olympus will continue to monitor field performance for this device.

Event description:
During a follow up. The customer clarified, that the reported malfunction, occurred after the procedure.

Manufacturer narrative:
During a follow up. The customer clarified, that the reported malfunction, occurred after the procedure. B5 field has been updated to reflect this information. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high flow insufflation unit had no function and had no indications shown on the display. Additionally, it was reported that an error occurred at the end, during the test. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.